Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Malposition: unable to observe, since it is not related to the device. Additional observations: crease fold and deformation device observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade ii. And malposition superior. Healthcare professional, later reported, capsular contracture, baker grade IV. Patient undergone capsulectomy. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade ii and malposition superior. Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.